Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient, underwent a right ventricular outflow tract procedure with a thermocool® sf nav uni-directional catheter and when trying to ablate generator showed, an ¿impedance to high¿ error message. Impedance observed was on a 160 to 290 ohm¿s range. No further ablation was attempted since patient had suffered cardiac tamponade which required pericardiocentesis. It was noted that this patient had a medical history of myocardial infarction that may have contributed to this event. The procedure was aborted, however, patient was under local anesthesia and no transseptal puncture was performed. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event.

Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. B) as lot # 17043268l and lot # 17050301l were provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. C) UDI # (B)(4).

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4). It was reported that a patient, underwent a right ventricular outflow tract procedure with a thermocool® sf nav uni-directional catheter and when trying to ablate generator showed, an ¿impedance to high¿ error message. Impedance observed was on a 160 to 290 ohm¿s range. To resolve the impedance issue the catheter cable, ablation adaptor cable, indifferent electrode and catheter were replaced. However, issue didn¿t solve and impedance shown was at 170 ohm¿s. No further ablation was attempted since patient had suffered cardiac tamponade which required pericardiocentesis. It was noted that this patient had a medical history of myocardial infarction that may have contributed to this event. The procedure was aborted, however patient was under local anesthesia and no transseptal puncture was performed. The patient was reported to be in stable condition at the time the complaint was reported. The bwi failure analysis lab received the devices for evaluation. The first returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was tested for eeprom and sensor functionality and carto. The catheter failed during sensor functionality test and carto. Error 105 was displayed. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. Catheter failed during carto test. The second returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The second catheter passed all specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to address a potential pcb issues/intermittency.